Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user swam with the ilet, after which the device would not power on; once placed on a charger it powered on, but the touchscreen was unresponsive and could not be navigated, and a replacement device was arranged. Symptoms included no reported adverse health effects. Outcomes included continued cgm use with the dexcom app or receiver and instructions to shut down the device and complete standard startup on the replacement. Investigation included customer service troubleshooting and logistical replacement processing. Investigation of this case revealed a device malfunction characterized by a nonresponsive touchscreen following water exposure, consistent with a hardware performance issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to exposure to conditions outside recommended use.